Event description:
The facility's biomedical engineering department reported an infusion pump with a 714 failure code in the pump's event history. According to biomed, the reported failure occurred during patient use. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.